Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received in good condition with no appearance of any physical damages. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log some evidence of the reported issue. To further investigate, a power up process was performed along with a syringe delivery test with battery power. Unable to duplicate any of the customer reported problem, pump was running with battery power, all the readings of the battery are within the required specs, battery operates as intended. Root cause of the issue could not be determined. The battery and interconnect board were replaced as a preventative measure.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device battery failed when plugged in. Additional information explained that the pump alarmed battery failure as well. The nurse checked the pump, which was infusing a versed continuous drip at the time, and the pump was plugged in the wall the whole time. After a few seconds, the pump shuts off completely. The nurse immediately switched the medication to another pump. There was no clinical injury.